Event description:
As reported in the descover database, approximately nine months post index procedure the patient was admitted to the hospital with chest pains and revascularization of the index lesion was done using a 3.0x28mm cypher stent.